Event description:
Recently our facility reported 23+ instances of our b.braun outlook 100 infusion pumps losing their drug libraries. As of today, we have had 17 additional pumps lose their drug libraries as well. We have been troubleshooting this with the manufacturer and have been told they feel it is due to the pumps running on depleted battery power. As mentioned in an earlier report, our biomeds have run the batteries completely out purposefully and the pumps have retained the necessary info. B.braun tried a software upgrade which has not alleviated the problem. These issues do not affect patient care as the rn's are able to revert back to manually setting the rates, but the pumps are not doing what they are intended to do. Our staff have been trained to refer to the drug library, etc. These pumps were brought into service at our facility late last year.====================== manufacturer response for infusion pump, outlook======================our materials mgmt dept. Continues to troubleshoot these issues with b.braun. As of this date, nothing has remedied the situation.